Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the totally extra peritoneal laparoscopic hernia repair procedure, the device valve seal was disengaged when the (B)(4) progrip was inserted into the trocar, the inner seal popped out. To complete the procedure, they used an additional trocar of same type to replace one with the removed seal. No patient injury has been noted. The device is expected to be returned for evaluation.